Event description:
It was reported the patient had been experiencing increased pain. At refill, the expected reservoir volume was 2cc and the actual was 17.5cc. In 2005, a catheter dye study showed the catheter to be doubled up and the rotor to not be moving. The pump was explanted and replaced. The patient outcome was not reported. See MFR's report #2182207200500927.

Manufacturer narrative:
This report is being submitted following an internal audit.